Event description:
Customer reported low blood glucose (bg) level of 40 mg/dl. Customer retained consciousness and did not suffer any injuries. Action was taken by consuming carbohydrates, and additional assistance was provided by ems, which included administering more carbohydrates. Control-iq technology was active during these events, and the customer was advised by technical support to consult with their healthcare provider to discuss possible factors affecting their blood glucose levels.

Manufacturer narrative:
Updating b2.